Event description:
A rusch #6 french pediatric 100% silicone foley catheter was inserted prior to a surgical procedure and was in use during the first 24 hours post operatively without a problem. A break at the y connector was noted by a staff nurse the following day and the catheter was removed from the pt. There was no pt injury.